Event description:
The pt reported he has been experiencing 04 occlusion errors today. He has also had higher than normal blood glucose readings in the 400 mg/dl range. His normal blood glucose readings are 90-130 mg/dl. He stated he doesn't feel any symptoms of the high readings. He reported that he has bolused insulin but his blood glucose levels have not decreased yet. He stated he will bolus another 8 units of insulin in a while. During troubleshooting, the pt disconnected from the infusion head set and bolused insulin into the air. Only 2 units of the 4 he programmed delivered before he received an occlusion error message. The pt then disconnected the infusion tubing and was able to bolus the full 4 units of insulin without an error message. The pt stated his piston rod and adapter are over 6 months old. The piston rod and adapter were replaced. Upon follow- up, the pt's mother stated that he said everything was working fine now. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.